Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reported: in 2005-- the pt underwent surgery for repair of a ventral hernia with placement of a composix kugel mesh patch. In 2007-- the pt underwent surgery to explant the mesh patch. A bard ex mesh patch was used to repair the hernia. As a result of using the mesh patches, the pt was caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress.